Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failures multiple times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged insulin flow blocked alarm and pump error 63 alarm found on 21-sep-2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. However, pump fails self test, received pump error 63 alarm during self test. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Successfully utilized thus to download history/trace files. No evidence of no delivery alarms found in downloaded history on event date. Pump error 63 was confirmed on 09/21/2021 at start time 08:50:09.000 with variable 03. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found cracked trace at pin 6. Moisture damage noted on keypad traces. Device was cut open to perform visual inspection and found no evidence of physical damage on the electronic assembly, motor, or force sensor. The p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked retainer, and faded end cap address label. Pump error 63 was confirmed during self test due to broken trace on keypad assembly. Moisture damage confirmed on electronics. No unexpected insulin flow blocked alarms noted during testing or listed in pump downloaded history on event date. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.